Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01673 the same patient is represented in each medwatch

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, incontinence, and urinary frequency.